Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from the reported lot. The reported patient effects, angina and stenosis, are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the patient had one 3.0x23mm xience xpedition, one 3.5x28mm xience xpedition and one 2.75x18mm xience xpedition implanted in the 80% stenosed left main lesion. Six months later, on (B)(6) 2014, the patient experienced chest pain for one hour and was hospitalized. The chest pain did not resolve with medication, isosorbide dinitrate and nitroglycerin. Angiography identified in-stent restenosis. A new stent was implanted on the far end of the original stent. There was no adverse patient sequela. No additional information was provided.